Event description:
The pt was supported with an acute blood pump system for biventricular support. The hospital's biomedical engineer reported that, during transport from the operating room to the cticu, the primary console stopped working on battery power despite indicating full battery status. It is unk at this time if the pt suffered any injuries related to this event.

Manufacturer narrative:
Usage of the device: the motor is not labeled for single use and has been in clinical use since 2008. The initial event was reported on MFR's medwatch 2916596-2013-00327 filed on (B)(4) 2013. The primary console and motor in use during this initial event were both returned to the MFR for eval and a device related anomaly was confirmed with the motor. The returned motor was connected to a known functional primary console and flow probe and the unit operated at various speeds without issue; however, when the cable was manipulated during testing, the motor stopped and "system fault" (audio/visual) alarm was displayed on the test primary console. The impedance of the motor and bearing coils were measured and a short was noted between a wire and shield at the motor connector. Although the confirmed malfunction would have affected functionality of the system and likely contributed to the reported event, the MFR was unable to establish when the compromise to the inner wire on the cable occurred and a root cause for the damage could not be conclusively determined. A trend analysis was performed and no trends were identified. A review of the device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.